Event description:
It was reported in a scientific abstract that a vns pt had the electrodes removed two weeks after the first surgery due to implant site infection. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
"Revision of vagal nerve stimulator electrodes for medically intractable epilepsy". Pp 1-5.